Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noisy signals, inappropriate shocks, and abnormal shock impedance values greater than 125 ohms. Since last october, this device has been moving toward the clavicle, and this patient complained about some movements causing pain in the shoulder area. This patient also complained about experiencing inappropriate shocks while training competitively for soccer. During the replacement procedure, the physician wiggled the device header, and noise/oversensing were seen on the real time electrogram (egm). The right ventricular lead did not show any problems microscopically, or when the physician manipulated the pocket. It was noted this device was implanted subpectorally, and the physician described this patient as having a well-shaped pectoral muscle. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, and showed the header is firmly attached. The set screws were checked and all operate normally. The right ventricular (rv) port was checked with gauge pins and was found to meet specifications. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was not able to confirm initial allegations of high shock impedance values, oversensing and the delivery of inappropriate therapy. This device was found to have operated as designed and met specifications. Subsequently, boston scientific technical services (ts) also reviewed a memory download, and discussed that the probable noise on the rv channel could be due to a lead or lead connection issue. The rv and shock amplitudes were variable, but within normal limits. The rv lead remains implanted.